Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. The right ventricular (rv) lead was not sensing in bipolar or unipolar polarity, and low r-waves were exhibited. Reprogramming was performed to an asynchronous mode for ventricular pacing only. The rv lead remains in use. No patient complications have been reported as a result of this event.